Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A 2-hour 15-minute 8500 ml simulated treatment was performed and completed without failures. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was discovered on the inside of the cassette door of their cycler after ending the patient's peritoneal dialysis (pd) treatment. The hospital manager reported receiving unspecified alarms and the treatment was cancelled. It was reported to occur during cycle three of the patient's treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The hospital manager was advised to discontinue the use of the cycler. A new cycler was issued to the hospital. Upon follow up, the hospital manager and charge nurse stated the patient was able to complete treatment on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was confirmed the patient was in the hospital for reasons unrelated to pd therapy. The hospital has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used during treatment was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.